Event description:
It was reported to philips that the device gave a remote alert: ¿rmt: host pc post failed¿memory 2¿, which would prevent booting. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system's clinical was unknown when the issue was identified. The philips field service engineer (fse) inspected the system onsite and found that system showed a remote alert indicating host pc memory failed. Review of the log files confirmed the malfunction with the host pc. The fse tried installing a new host pc, but the new pc couldn't accept the system license file. The failure analysis of the host pc showed the ram/memory failure. The fse installed a new host pc and the license file to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.